Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change the pump¿s ¿do you see drops¿ screen became unresponsive and the user could not select yes or no until the pump was restarted through the ilet app, after which the user proceeded past the fill tubing screen without further issues. Symptoms included no reported adverse physiological effects. Outcomes included no clinical impact, no alarms, and no hospitalization. Investigation included remote troubleshooting and user education that led to resolution by device restart. Investigation of this case revealed a transient user interface freeze consistent with a software or display responsiveness issue limited to the screen interaction, which resolved after restart and could not be reproduced. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent, non-reproducible device behavior with no patient harm.